Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0, and experienced multiple occurrences previously. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer was informed that a replacement pump with updated software would be provided, along with training available in the tandem source account. The customer was also guided to use mdi as backup insulin therapy, instructed to put the pump into storage mode, and to return the faulty pump using ups within 10 days with a pre-paid label.